Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37651, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported via a manufacturer representative that the recharger malfunctioned. After charging for a few minutes, the patient's left hand tingled, they had "miss sensations" in the left arm and they felt a little bit dizzy in their head. The symptoms went away after about an hour if the patient charged for two hours. The manufacturer representative thought the symptoms could be due to nerves in the patient's chest area being injured after an implantable neurostimulator (ins) replacement or psychological since the patient did not perceive the sensations when a new recharger was used. The implanted system was checked and everything was okay. The symptoms had not returned with the new recharger. No surgical intervention was taken or planned and the patient was alive with no injury. The issue was not resolved at the time of this report. No further patient complications were anticipated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a manufacturer representative reported the cause of the tingling, sensation in the arm, and dizziness while recharger was unknown. No additional diagnostics were done and no further actions were taken or planned. The issue was resolved after the recharger was replaced. The patient was receiving effective therapy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.